Event description:
The customer reported the images on the monitor were flickering and going black. This resulted in a loss of the live image. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive, snubber board and batteries were replaced. The system was then found to be operating as intended.